Event description:
It was reported that the patient with this pacemaker system experienced an infection. Also, this right atrial (ra) lead had dislodged. Subsequently, this right atrial lead was explanted. No additional adverse patient effects were reported.